Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review will be reported once completed. Despite follow-up attempts, the explanted device was discarded and will not be returned for evaluation. The has been no information to suggest a device malfunction contributing to the patient's cause for surgery. The operative report indicated that the edwards' device appeared normal, no defects noticed upon explant.

Manufacturer narrative:
The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency that may have contributed to this event.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the device was explanted after an implant duration of approximately 24 months. Patient experienced severe aortic insufficiency. Through follow-up, it was found that patient underwent a 3rd time aortic root replacement. Operative report findings indicate, " examination of the heart great vessels disclosed moderate pericardial adhesions, the aortic homograft itself was heavily calcified and degenerated. The pericardial [subject] valve appeared to be normal and the leak was perivalvular due to separation of the sewing ring of the pericardial valve from the aortic homograft annulus".